Event description:
The customer contacted stryker to report that they were using their device during a patient event and it failed to deliver defibrillation therapy. A backup device was obtained and used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker replaced the device's system controller pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and it failed to deliver defibrillation therapy. A backup device was obtained and used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.